Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged after the patient spent time fishing. There is no indication there was any revision or explant. All available information suggests this lead remains implanted. There were no adverse patient side effects reported.